Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the right ventricular lead was repositioned due to high thresholds. It was later reported that the lead was explanted and replaced due to increased thresholds and undersensing from an apparent perforation. No further patient complications were reported as a result of this event.